Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 6.1, lab: 3.1. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.